Event description:
It was observed that during the device evaluation, the rhinolaryngo videoscope liquid drips from the light guide bundle, grip is sticky, up/down angulation lever plate is sticky, universal cord is sticky, and light guide cover glass has corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The component failure is due to a stress and a wear problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.